Event description:
Customer reported on a capsule that failed to attach but did release from the delivery system and dropped into stomach. The pt is unharmed and they did not place another capsule.

Manufacturer narrative:
No pt injury has occured following this incident.